Event description:
Preemie underwent surgery for repair of gastroschisis. After surgery, it was noted,that infant was hypothermic. Warming measures were initiated which included heating lamp. The infant was placed approximately 2.5-3 feet away from the heating lamp. After returning from the operating room, erythematous region was noted on the right chest below the clavicle.what was the original intended procedure?warming measuresdevice #1is this a laboratory device or laboratory test?no